Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Patient reported ¿fluid around the prosthesis¿ on the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b3, b5, b6, g1, h6 a review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported ¿fluid around the prosthesis¿ on the right side. Patient later reported ¿contracture- baker grade unknown and mastalgia on the right¿, and ¿right breast implant with wavy contours, increased- wrinkling¿, signs suggestive of capsular contracture of the right implant¿, radial folds, more evident on the right¿, ¿the patient reported having an allergan prosthesis from the recall models¿. "Where peri-implant fluid accumulation" ¿side axillary lymph node with dimensions and diffuse and homogeneous cortical thickening¿& paaf of the lymph node in the axillary region on the right¿. And ¿cysts¿, - ndr. Patient later reported ¿contracture- baker grade IV. The device remains implanted.